Event description:
The user facility reported that towards the end of a therapeutic laparoscopic cholecystectomy, the tip of a sonosurg scissor became hot and broke off. The tip was said to have fallen inside the pt's peritoneal cavity. The device fragment was said to be blunt and approx one cm long in size. The physician reportedly tried to irrigate the area in an attempt to retrieve the missing portion of the device, but could not locate the item. Per the user facility, no x-ray or CT scan was performed to locate the missing portion of the device. The pt was discharged the same day, and has seen the physician as part of routine f/u, and is reportedly doing fine after the procedure.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for investigation. The cause of the user's report cannot be conclusively be determined. If the device is received at a later date, this report will be supplemented with the results of the investigation. This report is being submitted as an MDR in an abundance of caution.